Manufacturer narrative:
H3, h6: it was reported within the literature article "high frequency of adverse local tissue reactions in asymptomatic patients with metal-on-metal tha", that a patient suffered from an osteolytic lesion. It is unknown how this incident was treated. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "high frequency of adverse local tissue reactions in asymptomatic patients with metal-on-metal tha", it was reported that, after a r3 system had been implanted on 1 patient, the patient suffered from an osteolytic lesion of 1.9x5.1 while using the r3 mom system. It is unknown if how the adverse local tissue reaction was treated. The outcome of the patient is unknown.